Manufacturer narrative:
The following information was available at the time of the initial report but was inadvertently not included: after several attempts to resolve the error reported, amo field service specialist (fss) replaced several parts but issue continue. It was decided to replace the phacoemulsification unit. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. Additional information: a record review was performed and equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. The trend review shows that there is not recognizable adverse trend. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6) last name of complaint reporter: not provided. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was able to confirm the 2012 error. A system reboot solved the issue and the fss could not duplicate the error. Replaced instrument manager as first step to address the error. While on site the fss recharged the sla battery. The fss performed a field service checklist. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a 2012 error occurred with a phacoemulsification machine. A hard shut down and reboot solved the issue. There was no patient involvement reported and no patient treatments delayed or cancelled.